Manufacturer narrative:
The lens was received for analysis and showed one distorted haptic. Surgeon stated the cause of the dislocation was most likely a damaged haptic during implant. We have no reason to suspect this event is related to the manufacturing process.all information available is included in this report.

Event description:
It was reported the intraocular lens was implanted and removed 2 weeks later, due to a dislocation. The physician replaced the lens with no further complications.